Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
Customer stated that one day after the intubation, a leak was confirmed from the cuff. The tube was removed and replaced. There was no patient harm.

Manufacturer narrative:
(B)(4). One sample was received for evaluation, an inflation/deflation test was performed using a syringe and it was observed after seconds the cuff deflated, a visual inspection was performed and it was observed the cuff presents a cut. The failure mode cut in cuff was confirmed in the received sample. All manufacturing controls were found acceptable and effective to detect the reported failure mode.